Manufacturer narrative:
H.6. Investigation summary: a device history record review was performed for provided lot number 9088628 and the related sub-assembly product lot numbers. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident and all inspections were within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that bd luer-lok¿ syringe bulk sterile pharmacy convenience tray leaked. This occurred on 637 before use. The following information was provided by the initial reporter: material no: 309703 batch no: 9088628. It was reported that 637 leaking syringes were observed in a lot size of (B)(4) units. Event description per email states: 637 leaking syringes were observed in a lot size of (B)(4) units. Due to proper pump speed and limited human interaction, component or supplier issue is deemed to be the root cause.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringe bulk sterile pharmacy convenience tray leaked. This occurred on 637 before use. The following information was provided by the initial reporter: material no: 309703, batch no: 9088628. It was reported that 637 leaking syringes were observed in a lot size of 2,000 units. Event description per email states: 637 leaking syringes were observed in a lot size of 2,000 units. Due to proper pump speed and limited human interaction, component or supplier issue is deemed to be the root cause.